Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results of 9.3mmol/l obtained using the subject device compared to a reading of 6.5mmol/l using a onetouch ultra2 meter, both readings within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.